Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the catheter was possibly in use at the time of the cardiac perforation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, a cardiac perforation occurred during access of the coronary sinus with the left ventricular (lv) lead. It was noted that the patient presented symptoms suggesting a cardiac perforation (low blood pressure). A cardiac surgeon performed a subxiphoid incision to drain the pericardial effusion. The surgeon pumped out a hundred cubic centimeters of blood. The blood leak seemed ¿resected¿ by itself as no more blood was leaking after the first aspiration. A drainage system was implanted. The lead remains in use. No further patient complications have been reported as a result of this event.